Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. The physician inflated the unspecified apex balloon catheter; however, the balloon burst. The number of inflations and to what atms is unk. It is unk how the procedure was completed. No pt complications were noted.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context, as device performance was limited due to anatomical and/or procedural factors.